Event description:
Initial results for a patient hcg was 7. When repeated, the result was 26000. The incorrect result was not used to guide therapy. The field service representative could not confirm any malfunction of the system.